Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown lb implant and one internal connection universal placement driver tip ¿ long (iipdtul) were not returned for investigation after the reported event occurred. Therefore, visual evaluation was not performed for this complaint event. Functional testing could not be performed since the products were not returned for this event. Pre-existing patient conditions, tooth location and x-ray images are irrelevant to this investigation. Picture evaluation: pictures were not provided and no other information was provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h ¿ july 2021 / instructions for use for biomet 3i kits and instruments (pzbdinstrp) rev. D - sep 2020. Information identified: warnings and precautions. Per the applicable IFU (p-zbdinstrp), it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review: DHR review could not be performed since the lot numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted for the iipdtul dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: does not disengage/release). However, complaint history could not be reviewed for the unknown implant. Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during the procedure when the doctor was trying to place the implant and when the doctor placed the driver to the implant and then into the patient´s mouth the driver got stuck and was not possible to remove it from the implant. Doctor was able to complete the procedure with other instrument in stock.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available.